Event description:
It was reported that air was observed in the catheter. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was prepped and flushed in normal fashion. Upon loading the device into the was, no air was noted. However, as the system advanced through the sheath, air was noted in the wds sheath via fluoroscopy as a result of the implanter disconnecting the wds after insertion. At this time, the device was removed, re-flushed, and re-inserted without air. The device was successfully deployed and implanted without further issue. Patient was discharged.